Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so, a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was an issue with cauterization of a superficial branch when using the vasoview 7 bisector. The harvester got too close to the skin with the device and caused a mild, small, pink irritation on the skin from the inside out. It was reportedly user error. The procedure was completed with the reported device. The lot number is unavailable, as the product was discarded.